Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. The target lesion was in the left external iliac artery. The average lesion intraluminal diameter was not measured. The total lesion length was 30 mm. Degree of pre-procedure stenosis not provided. Lesion was calcified and eccentric. Wallstent rp with 8 mm diameter and 38 mm length implanted. Implantation was technically successful, without any procedure related complications. Technical success and clinical result was rated as good. Angiographic result listed as excellent. Post procedure residual stenosis not provided. Hospital discharge documented evidence of improvement in the luminal diameter to <=30% residual stenosis. Hemodynamic success not assessable. One month follow up residual stenosis <=30% and clinical success. No data provided for 3, 6 and 9 months. 12 month follow up assessment documented patient had died in (B)(6) 2006. Cause of death was not provided.